Event description:
Boston scientific received information that following a procedure to implant a left ventricular assisted device (lvad), dislodgement of this atrial lead was suspected as the lead was capturing in the atrium and the right ventricle (rv). An x-ray was inconclusive. The device was re-programmed to vvi. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product issue will be updated if additional details are received.